Event description:
The customer reported that the system produced uncommanded x-rays. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative contacted the customer by phone. No conclusion can be drawn as repair information was not reported.